Event description:
It was reported that a patient underwent a sling procedure on (B)(6) 2022 and mesh was implanted. Starting on (B)(6) 2023, the patient experienced moderate vaginal atrophy that was treated with estradiol. This event was reported to have an unlikely relationship with the study device and procedure. The surgeon opined that the natural loss of estrogen levels is a contributing factor. It has not been recovered/ resolved. Additional information was requested.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested and the following was obtained: please provide the patient's demographic information including gender, weight, bmi at the time of index procedure f, 58, 172lbs, 33.7. Name of index surgical procedure? Sling operation for stress incontinence. The diagnosis and indication for the index surgical procedure? Stress incontinence. Were any concomitant procedures performed? Yes. Other relevant patient history/concomitant medications? Noted. Please describe the drug therapy required to treat the vaginal atrophy including medication name and results. Estradiol - no results noted in emr at this time. What is the physician¿s opinion as to the etiology of or contributing factors to this event? Natural loss of estrogen levels. What is the patient's current status? Not recovered/resolved at this time. Product code and lot number? Tvtrl - 3941262. To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Component code: g07002 ¿ device not returned.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device batch, and no non-conformances were identified.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained: if the event is marked as being related to the procedure, indicate which procedure the event is related to : index.